Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the rupture is unknown, but it is possible that the tortuous aorta and vertical annulus were contributing factors the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 29 mm sapien 3 valve by tf approach in aortic position without pre-dilation, when the valve was crossing the native annulus, there was a total rupture of the aorta 5 cm above the annulus. The patient's heart stopped immediately, and echo and x-ray showed total rupture, an open heart procedure was not attempted. The patient passed away immediately. The aorta was calcified, tortuous and horizontal; annulus was vertical.

Manufacturer narrative:
Images were provided to edwards for review. The procedural cine was submitted for review by an edwards physician, no pre-op CT or echo images were provided. The procedural cine showed heavily calcified leaflets, and a horizontal aorta. There were no recorded images of the delivery system moving around aortic arch, and no images of the valve across the annulus. An ascending aorta rupture was seen. Impressions: the edwards physician was unable to determine if a dissection occurred prior to an aortic rupture because of lack of images. The wire was not in the apex but against the lv anterolateral wall. The delivery system seems to be pushing against ascending aorta, due to the horizontal aorta and canted wire position. Suggestions: a horizontal aorta is difficult to manage by tf approach. Bav recommended to stretch and enlarge the native stenotic aortic valve. A wire inserted deep in the apex would change the angle of the delivery system and give more support to the delivery system. Un-flexing the delivery system (with good wire position) and inflating the delivery system balloon 2-5cc may also help to cross the calcified valve.